Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "sees set in lp# 3/4" and was able to reproduced through troubleshooting of the device. The reported symptom was verified and found out of specification force sensor no-tube calibration. The force sensor no-tube calibration was required to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed load point 3 and 4. There was no known patient injury or medical intervention associated with this event. No additional information is available.